Event description:
It was reported that the patient¿s transfer set had separated from their titanium adapter after the patient had fallen. The patient had to have their titanium adapter and transfer set replaced. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.